Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on an error when attempting to generate carelink report and missing information in the reports. The customer reported no adverse event. The event involved product(s) acc-7333. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for acc-7333.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. After a thorough investigation the software support team confirmed the patient has done multiple time changes in june and july. This is the reason why the reports are showing blank. The data for this time period cannot be recovered. The most likely root cause is the time change in the pump. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: patient has done multiple time changes in june and july .this is the reason why the reports are showing blank. The data for this time period cannot be recovered. Please advise the patient to upload data with the recent data only(last two weeks). After uploading the patient can generate reports for that upload. The helpline has reported that they have conveyed the recommendations to the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. After a thorough investigation the software support team confirmed the patient has done multiple time changes in june and july. This is the reason why the reports are showing blank. The data for this time period cannot be recovered. The most likely root cause is the time change in the pump. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: patient has done multiple time changes in june and july .this is the reason why the reports are showing blank. The data for this time period cannot be recovered. Please advise the patient to upload data with the recent data only(last two weeks). After uploading the patient can generate reports for that upload. The helpline has reported that they have conveyed the recommendations to the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.